Event description:
It was reported that the patient experienced muscle stimulation during atrial pacing. The device was programmed to vdd mode, but the patient still complained of stimulation although it was not visible during the follow-up. The lead was explanted and replaced. It was suspected that the sensations the patient felt may have been psychological.